Event description:
It was reported that a stylet with a sheath was used during a procedure. The stylet was removed from the patients back and the sheath was missing approximately a centimeter in length. No further information has been obtained despite good faith efforts.

Event description:
It was reported that a stylet with a sheath was used during a procedure. The stylet was removed from the patients back and the sheath was missing approximately a centimeter in length. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.